Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was 499 mg/dl. A bolus and insulin injection were used to address bg. Pump system check was performed and an air bubble was observed in the tubing. Tandem technical support informed the customer on how to remove the air bubble.